Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 2 false positive sars-cov-2 results on the alinity m resp-4-plex assay. The specimens were collected from same long term care facility on (B)(6) 2022 and tested positive on the alinity m instrument. The results were released to the patients' medical records and the provider questioned the results because patients were not symptomatic. The specimens were repeated on (B)(6) 2022 with the cepheid instrument and the results were negative. A corrected report with the negative results was given to the provider. The samples were then rerun on alinity m. One previously positive sample was positive again and the other was negative. There has been no report of impact to patient management.

Manufacturer narrative:
G1 has been updated to reflect a change in personnel. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review. Investigation is summarized as follows: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for the reported lot. The complaint history review did not identify additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-096) lot 524433. Based on the overall results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 was not identified.